Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was trying to position the lead in the right ventricle and bad electrical measurements were observed. Through the analyzer with the lead not screwed in there were high thresholds, high and undefined pacing impedances, and low sensing values. At one point patient started to complain about feeling bad. Vital signs were observed where saturation and blood pressure began to drop. A heart ultrasound was performed and physician noticed a rupture in the heart and blood build up around the heart. The lead placement procedure was aborted, and the lead was removed and not implanted. Pericardiocentesis was performed. It was noted that there was cardiac perforation, tamponade from perforation and pericardial effusion. Patient was stabilized and kept in the hospital for further treatment and monitoring. No further patient complications have been reported as a result of this event.